Event description:
It was reported that the root cause of the out of range measurements was not determined. The lead configuration was reprogrammed to unipolar pacing and bipolar sensing and monitoring will be continued. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Boston scientific technical services (ts) discussed programming options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.